Event description:
The pt was in diabetic shock and her mother tested her blood glucose on suspect device and was 300 mg/dl. She called the paramedics and they tested her blood glucose on their device and was 48 mg/dl. She was given glucose intravenously and transported to the hospital.